Event description:
Philips received a complaint by the customer on the v60 indicating that the battery led not illuminated, battery not charging. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed that with good ac power connected the power switch mains led is not illuminated either. Found good voltage to the power supply, no power hours. The rse advised to replace the power supply; provided parts ID and discussed replacement to include required testing per the service manual. Good faith effort (gfe) attempt had been made to try to obtain further information about the repair of this case, but no further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.